Event description:
A patient reported issues with their device, noting slow or delayed touchscreen response. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.